Event description:
It was reported that the pump won¿t recognize the new 1.6.5 firmware. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, file 3012307300-2024-00091 is no longer considered reportable, please disregard any reports associated with it.